Event description:
Customer experienced pain and poor output with her stride. She was concerned about having mastitis. Customer has not confirmed any medication for treating mastitis. Customer complaint reported from us.